Event description:
It was reported that during a lap colectomy procedure, the top ripped. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.